Event description:
Customer reported that pump consistently gets clogged with insulin. There was no reported impact to the customer¿s blood glucose level. No further troubleshooting was requested, and no additional actions were taken by tandem technical support.